Manufacturer narrative:
The complaint sample was received for evaluation. There was material deformation observed on the power adaptor and it appeared to be slightly off-axis, confirming the complaint. The round tip of the coupling is deformed outward making its initially machined diameter slightly larger. There were also several dimples observed in various locations of the power adaptor that was not consistent with intended use. There were signs of wear in the form of scratches, nicks and gouges observed throughout the complaint sample; the distal end of the white sleeve was severely worn; the returned complaint sample was etched per applicable drawings. Review of production records did not reveal any discrepancies. In summary, the reported event is confirmed and attributed to unintended use error as the material deformation observed is not consistent with intended use. Complaint information provided by distributor, (B)(4).

Event description:
It was reported during an unknown procedure that the handle bent. No adverse events nor patient consequence were reported as a result of the malfunction.